Event description:
Customer reported the system intermittently would not save images and that the user interface was slow. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded the software. System operates as intended.